Manufacturer narrative:
Device has been received but evaluation has not begun. (B)(4).

Event description:
During a meniscus repair it was reported that the surgeon was fixing a tear in the posterior margin of the medial meniscus and deployed both the anchors according to the surgical technique. After using the knot-pusher/cutter to tighten the knot, the first anchor pulled through the meniscus. After close observation we saw that the anchor was broken. The first anchor was able to be removed and all debris was removed from the patient. This was a medial meniscus repair procedure of the red/red area of the meniscus using an ipsilateral approach. A backup device was available, but the surgeon did not use it. The surgeon repaired the tear by using pds (suture) loop and spinal needles. The patient was noted to be okay post procedure. A fifteen minute delay was reported.

Manufacturer narrative:
Only the suture/t construct was returned for evaluation from a fast-fix 360 straight needle delivery system. Examination of the construct confirmed the reported complaint of breakage. T1's distal tip has been broken off and was not returned, the t is also bent. Dimensional assessment of all attributes of t1 that could be measured were found to be within print specification. Breakage of t1 was likely the result of excessive force placed on it during reported pull out from meniscus. A review of the device history record was performed which confirmed no inconsistencies. After the evaluation, the root cause for the reported issue could not be determined. No further investigation is warranted at this time. (B)(4).